Manufacturer narrative:
The device was not returned. A follow up report will be filed once the quality investigation is complete. Device disposed of by customer.

Event description:
It was reported that the bur broke during a procedure. It was further reported that there was a slight delay of less than 5 minutes to remove the bur from the attachment and replace with another bur of different size. The procedure was completed successfully, there was no patient impact or adverse consequences reported as a result of this event.

Event description:
It was reported that the bur broke during a procedure. It was further reported that there was a slight delay of less than 5 minutes to remove the bur from the attachment and replace with another bur of different size. The procedure was completed successfully, there was no patient impact or adverse consequences reported as a result of this event.

Manufacturer narrative:
The quality investigation is complete.